Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to fully inflate or deflate the device due to fluid loss. A surgical procedure was performed, during which the existing cylinders and reservoir were removed and replaced. There were no patient complications reported.